Event description:
A malfunction alarm, identified as malfunction code 9, was reported. There was no adverse impact on the customer¿s blood glucose level, and it remained within the normal range. The customer, assisted by cts, successfully reset the pump, and the malfunction did not recur. Cts advised the customer to continue using the pump and to contact support if the issue arose again, and the customer acknowledged and understood the instructions.